Event description:
It was reported that on a remote transmission it was noted that there was possible atrial undersensing and far field r-wave (ffrw) oversensing. P waves were also low. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead 2010 (B)(6); dtba1d1 implantable cardioverter defibrillator (ICD) 2013 (B)(6). (B)(4).